Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device as reported in initial medwatch report #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: oct 11, 2016. Expiration date: sep 1, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a humeral neck fracture on (B)(6) 2017, the end cap couldn't be insert smoothly onto the nail. The surgeon removed the end cap and upon examination found that part of the screw thread had been crushed. Because the surgeon thought the end-cap was inapplicable, a different sized end cap (2mm) was used to complete the surgery. There was a surgical prolongation of 10 minutes due to the reported event. Information regarding the surgical and patient outcome is unavailable for reporting. Concomitant devices: 1x unk 2mm end cap (probably 04.019.002s); 1x 04.016.038s / 5940314 (multiloc phn ø9.5 r cann l160 tan). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. The received multiloc end cap shows that on the first two thread flanks small parts were broken. The rest of the implant is otherwise in good condition. Because of the damage the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The measurable dimensions were well documented and all within the valid specifications. Based on the received information we cannot determine the exact cause of this complaint. However, the condition of the threads indicates that may have been crushed because of cross-threading and/or forcible use during the insertion. Therefore we conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.